Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebz0371 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient's clothing was found to be wet in the process of infusion of chemotherapy drug etoposide. After check by a PICC nurse, it was found that the part between 35-36cm scale in vivo was damaged seriously (a total of 40cm of the catheter remained in the body). Removed the catheter, and explained precautions to patient. Whether there was skin injury is still under observation.

Event description:
It was reported that the patient's clothing was found to be wet in the process of infusion of chemotherapy drug etoposide. After check by a PICC nurse, it was found that the part between 35-36cm scale in vivo was damaged seriously (a total of 40cm of the catheter remained in the body). Removed the catheter, and explained precautions to patient. Whether there was skin injury is still under observation.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause could not be determined from the video sample provided. One 4 second video of a groshong catheter was returned for investigation. The catheter is not shown to be within a patient. The distal end of the strain relief sleeve is visible and the catheter is being infused with a clear fluid. The fluid was observed to leak out of a circumferential breach in the catheter. The depth markers at which the split was present could not be clearly seen. The event description indicated the leak was located between the 35 and 36 cm depth marker. Based on the description of the reported event, possible contributing factors include material fatigue and sharp instrument damage. The split surface characteristics cannot be clearly observed. Since a leak was observed in the video, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.